Event description:
It was reported during a scheduled surgery that the stimulating probe was plugged into stim 1 and set at 2.0ma. The probe did not work properly and the measured value showed 0.01, it was tested on the patient not the simulator. The probe was then switched to stim 2 and set at 2.0ma, this also showed a measured value at 0.01. There was no report of patient injury or impact.

Manufacturer narrative:
User facility address:(B)(6). (B)(4). Eval: results and conclusion: entered to facilitate emdr submission. No medwatch 3500a form was received from the reporter. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. This device consists of a stimulator probe that is insulated with fluoroplastic up to the active tip, and has a bipolar cable ending in connectors. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Warnings: false negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Manufacturer narrative:
Side-by side bipolar stimulating probe was returned and reported as not working. Continuity measurements with an ohm meter revealed an intermittent open connection in the pvc over-mold when the cable was flexed. X-rays were taken of the sample, but the visual x-ray data was inconclusive. The sample's over-mold was placed in a bath of acetone to chemically weaken the pvc. Upon removing the pvc it could be visually seen that the female connector was loosely crimped to the 24awg stranded copper wire. The crimp was not making rigid metal to metal surface contact with the stranded copper wire. After the injection molding process, the stranded wire was in minimal electrical contact with the terminal which allowed it to pass the 100% electrical continuity test. Flexing the over-mold allowed the wire to slightly move and momentarily lose contact with the metal connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.